Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The device was tested and during the investigation it was noted that there was debris found throughout the device that caused an occlusion and also appears to be the cause of the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that a pt with hydrocephalus received a shunt on (B)(6) 2010. The pt received a MRI and it was noted that there was no change in ventricle size, as a result, the device was removed on (B)(6) 2010.